Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hl20 pump displayed the error message ¿runaway¿ and sounded like it was grinding a bit. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl20 single roller pump displayed the error message: "error head" and ¿runaway¿ and sounded like it was grinding a bit. The event occurred during testing. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2024-04-08 and 2024-04-23. The reported failure could be replicated. It was determined that the motor of the single roller pump was defective. The getinge field service technician (fst) determined that the most probable root cause is a defect in the motor of the single roller pump. The customer decided not to order any repair and keep the defective roller pump. The review of the non-conformities has been performed on 2024-04-02 for the period of 2014-12-23 to 2024-03-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-12-23. Based on the results the reported failure " error messages error head and runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).